Event description:
Medtronic received information that following the implant of this bioprosthetic valve (after the valve was sutured into position), the physician performed a flushing test and discovered incomplete coaptation of the valve. No issues were noted when the flushing test was performed on the valve prior to being sewn into position. The valve was explanted and a new porcine valve was implanted with no adverse patient effects.

Manufacturer narrative:
The device history record was reviewed and showed that this product met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Should the product be returned, a follow up report will be submitted. (B)(6). (B)(4).